Manufacturer narrative:
G4: 19aug2020. B4: 20aug2020. The service technician confirmed the device is normal, and the new doctor thought the sounds seemed loud for this device. It was determined that the device was functioning properly. No repair actions were taken. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 26aug2020 b4: (B)(6) 2020 the service technician confirmed that there was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jun2020.

Event description:
The customer reported an unknown noise. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.